Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had diabetes ketoacidosis due to high blood glucose level. Customer's blood glucose was over 500 mg/dl. Customer's blood glucose was 300 mg/dl at the time of incident and customer's current blood glucose is 264 mg/dl. Customer treated high blood glucose with manual injection to get her blood glucose down. Customer was assisted with high pressure test on pump and test was passed. Customer will not return insulin pump for analysis.